Manufacturer narrative:
A specific root cause could not be identified. A preanalytic issue could not be excluded. Precision testing was good and all values were in range. The alarm trace gave no evidence for the reported issue.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs stat result for one patient sample. The initial result was 48.69 pg/ml. The repeat results were 18.76 and 17.92 pg/ml. The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 24518000. The expiration date was requested but was not provided. Information was provided that the sample integrity was questionable.